Manufacturer narrative:
It was reported that during transport by paramedics, a blood glucose check was performed on a patient with altered mental status and the blood glucose was found to be 135 mg/dl. The initial reporter was unable to specify if the alcohol on the patient's finger was allowed to dry prior to obtaining a sample for the blood glucose check. The patient received no treatment related to the blood glucose during transport. Reportedly, a stroke alert was called at the receiving emergency department and when the patient arrived, a repeat blood glucose check was performed and the patient's blood glucose was found to be 64 mg/dl. A subsequent blood glucose check found the patient's blood glucose check to be 40 mg/dl. No additional information was provided to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that an inaccurate blood glucose reading was obtained.

Manufacturer narrative:
The manufacturer received nine (9) different mph3540 glucose meters in used condition, five (5) boxes of glucose meter test strips, and level 1 and level 3 control solutions from the initial reporter for investigation. Glucose meter batteries were replaced and each returned sample was tested using the control solutions and according to the meter's instructions for use. Each glucose meter was tested using a level 1 and level 3 control for a total of eighteen (18) tests and results were within the control solution ranges. The samples were found to be working as intended and the reported issue was unable to be confirmed. No information was receiving to indicate which, if any, of the returned glucose meters was involved in the reported incident and the lot of the glucose meter involved in the reported incident remains unidentified. A root cause was unable to be identified. If additional relevant information becomes available another supplemental MDR will be filed.